Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was damaged and had cracks causing an occlusion within the cartridge. Additionally, the cartridge was in use for 6 days and per cartridge instruction the cartridge should be replaced every 48-72 hours depending on insulin type. Cartridge change was performed resolving the occlusion. There was no adverse impact to customer's blood glucose.